Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of bleeding between the apical cuff and the inflow cannula was confirmed through analysis of the submitted video. A specific root cause for the reported bleeding could not be conclusively determined through this evaluation. The customer submitted 1 video for review. The video showed a suction tube being used in the area of the apical cuff and inflow cannula connection. Small amounts of blood could be seen leaking out with each heartbeat. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Furthermore, section 5 also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an apical cuff lock bleeding between the pump and the cuff. The surgeon used umbilical tape to stop bleeding. The patient was also given blood products and floseal. The patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.